Event description:
It was reported the pt was not feeling stimulation. X-rays were taken and one of the pt's extensions was found to be fractured. The doctor decided to explant and replace two of the pt's extensions. Coverage was regained post-op. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.